Event description:
It was reported that the surgeon inserted an aa4204vf silicone plate lens and the lens tore during insertion. The incision was enlarged to remove the lens and sutured after another lens was implanted.